Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the ilet exhibited rapid battery depletion, with the battery reportedly lasting about five hours and the display intermittently flickering when placed on the charger; the user also noted frequent partial charging cycles during daily showers. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy requiring medical care and no alarms. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.